Event description:
It was reported to philips that the device experience reboot error. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty software. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the software. The software was reploaded to resolve the noted issue.